Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer august 20, 2013. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: . From the date of delivery, we assume that this phenomenon was caused by a temporary failure due to long-term use. The legal manufacturer has confirmed that the product was shipped in accordance with the specifications. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The user¿s complaint of ¿coming up with a lamp error ¿e102¿ error and throwing to much current¿ was not confirmed. The unit was tested and the fan was running normal. However, found main lamp has insufficient amount of thermal grease (this can cause the temperature overheating issue). The unit¿s front pane mouth was found chipped. Label marking numbers and scratches were observed on the unit¿s top cover. Minor corrosion was noted inside the bottom chassis. The unit¿s scope socket was found faulty as the locking mechanism was not protecting the pins. The olympus lamp life meter was reading at 50+hour and the light intensity output measured within range. The unit was equipped with an up to date main power switch. The unit¿s air pump was noisy; however, the air pressure tested fine. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed during preparation for use,an ¿e102 lamp error¿ message was observed. The customer reported that the lamp was ¿throwing¿ too much current. There was no patient involvement reported.